Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Peritonitis was manifested by manifested by turbid effluent. The cause of the peritonitis was not reported. It was reported that the patient went to the emergency room due to the turbid effluent, however it was not reported if the patient was admitted to the hospital. The patient was treated with unspecified antibiotics. At the time of this report, the patient outcome was not reported, however it was reported that the effluent "got clear". Action taken with pd therapy was not reported. No additional information was available.